Event description:
A (B)(6) female pt contacted zoll customer support to report that her device was alarming. A review of the pt's flags showed multiple occurrences of service code 204 (monitor/belt unusable). The pt was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt's trunk cable connector was unable to be securely latch to a monitor, causing intermittent communication between the pt's electrode belt and monitor and the reported service code 204. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.